Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of less than 20 ohms on a couple occasions. The presenting electrogram (egm) did not show any noise and had normal pacing and sensing. Technical services (ts) recommended evaluating other vectors. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of less than 20 ohms on a couple occasions. The presenting electrogram (egm) did not show any noise and had normal pacing and sensing. Technical services (ts) recommended evaluating other vectors. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was seen in the clinic in which the health care professional (hcp) had manually changed shock vectors and a shock impedance measurement of greater than 200 ohms was observed. Ts discussed performing defibrillation threshold (dft) testing with the hcp. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.